Event description:
It was repoted that a patient intubated with a shiley pediatric tracheostomy tube (model/size unknown) required medical intervention when some type of undefined device "breakage" allegedly occurred. Limited information has been provided to the manufacturer regarding the event, identity of the device, alleged device failure/condition(s) and patient condition(s). It is unknown how long the device was in place prior to the reported event, what type of device usage and maintenance was performed, or what conditions the device was subjected to post incident. The event was not reported to the manufacturer until nine months after the reported event. As of the date of this submission, additional information requested by the manufacturer has not been received.